Event description:
During a procedure the doctor suspected a piece of the forceps may have fallen off into a pt. The procedure was completed. It is unknown if it was with the same device. There were no allegations of pt harm.